Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Quality control is performed in the morning, once every 24 hours. The last qc was performed on (B)(6) 2012. All levels of quality control (qc) recovered within the laboratory's established ranges. The customer stated the patient sample was collected by the registered nurse in the ER, into a lithium heparin gel separator plasma tube - it was a full collection. The sample was centrifuged at 3,000 rpm (revolutions per minute) for six minutes. No sample integrity issues were noted. A definitive cause of the event is unknown.

Event description:
The customer reported an erroneous troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. The erroneously elevated result occurred on the fourth sample in a collection series, and the patient was noted to have normal values on three previous sample collections. The erroneous result was released from the laboratory, and the emergency room (ER) patient was admitted to the intensive care unit (ICU) based on the result. The physician requested the patient sample be reanalyzed. Upon reanalysis, on the original and an alternate instrument, lower results were recovered, within the normal reference range. There has been no report of current patient outcome to date.